Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement as the pump has not been used for insulin therapy. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.